Manufacturer narrative:
Batch review performed on 14 december 2020: lot 1909705: (B)(4) items manufactured and released on 13-dec-2019. Expiration date: 2024-11-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor implants. On (B)(6) 2020, the patient came in and had the competitor products revised for reasons unknown. The surgery was completed successfully. Presently, on (B)(6) 2020, one month after previous surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.